Manufacturer narrative:
Post market safety reviewed this case report of the pdm battery swelling and no longer powering up. According to the customer, the device battery capacity was noted to be 88% in the morning and approximately an hour later the pdm would no longer power up or function. The customer noted the battery appeared swollen, and there was a crack in the case. The device was replaced, and the customer did not require medical intervention or treatment. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and the pdm will not turn on.